Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation due to chemotherapy contamination, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance of a clearlink secondary medication set in which a no-flow was detected during patient use when connecting the secondary set to primary tubing during infusion of an unspecified chemotherapy drug resulting in delay of therapy. There was no patient injury or medical intervention necessary. No additional information is available.